Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was required to re-implant the implantable cardioverter defibrillator (ICD) in a sub-muscular location due to erosion. The ICD remains in use. It was further reported that during the pocket revision procedure, insulation damage was noted on the right atrial (ra) lead. The area was repaired and the lead remains in use. No further patient complications have been reported as a result of this event.